Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "syringe that are clogged." Xxxxx xxxxx 6xxxxx0xxx59. Xxxx77@xxxxxail.com. Xxx39 sxxxxx xxxx pike. Xxxxxxxx, xx xxxxx. Syringe that are clogged. 2024138, 305916. Replacement do not send that lot. Customer has samples available for the investigation. Additional information provided on 3/18/2024: "I am unsure of the date but I¿m going to say at least two months and several boxes . There were several patients that were stuck twice because of a non working syringe . No adverse reactions . We do have samples of affected product . Please send label to the following address."

Manufacturer narrative:
Fifteen samples of a safetyglide needle were received by bd. A quality engineer was able to review the samples from lot #2024138 regarding material #305916. 5 of the samples came in sealed packaging blisters. Visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. 14 samples expelled the solution with normal flow. One sample didn't expel the solution. It is clogged. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot number 2024138 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Materials#: 305916 batch#: 2024138 it was reported by the customer that syringe that are clogged. Verbatim: rcc received a complaint via phone. Pir attached. Xxxxx xxxxx 6xxxxx0xxx59 xxxx77@xxxxxail.com xxx39 sxxxxx xxxx pike xxxxxxxx, xx xxxxx syringe that are clogged. 2024138 305916 replacement do not send that lot customer has samples available for the investigation.